Manufacturer narrative:
Event eval: still under investigation.

Event description:
A male pt underwent aaa repair in 2008. The gray positioner and the inner cannula of the delivery sys were removed after the main body stent graft was placed. When a sizing catheter was inserted, blood leaked from the hemostatic valve of the main body delivery sys. The amount of blood leakage was about 100 ml. A 14fr sheath was introduced through the valve to stop the leakage. The pt is fine.